Event description:
It was reported that following the successful implantation of the stent, a vessel perforation occurred due to the guidewire. The perforation was in an angular branch off the right middle cerebral artery. The anticoagulation was reversed and the distal portion of the vessel was embolized with coils to treat the bleeding. The patient underwent a tracheostomy and a percutaneous endoscopic gastronomy tube was placed for feeding. No other information regarding the patient's condition was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication a ship history review identified two lots supplied to the customer prior to the reported event. A device history record review confirmed that theses lots met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel perforation is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following the successful implantation of the stent, a vessel perforation occurred due to the guidewire. The perforation was in an angular branch off the right middle cerebral artery. The anticoagulation was reversed and the distal portion of the vessel was embolized with coils to treat the bleeding. The patient underwent a tracheostomy and a percutaneous endoscopic gastromy tube was placed for feeding. No other information regarding the patient's condition was provided.